Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels and paramedics had to be called for assistance. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide any further information about the incident or what may have caused the low blood glucose. The customer's blood glucose levels were unknown. The customer did not return the product back for analysis.